Event description:
It was reported that the foley catheter while using on (B)(6) 2024, 16:20, in ward 103 and bed 51, heard a bang sound in the abdomen, and the examination found that the urethral balloon was ruptured, and the catheter was intact.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The product was used for urological care. It was unknown whether the product had caused the reported failure. However, the potential root cause for this failure mode could be the catheters was contact with sharp object or exposure to petrolatum based products. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have latex allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.